Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the eyelid was pulled out from the implant when the sutures were cut. The anchor body remained inside the patient. There was no harm for patient, operator or third party reported. No further information received. Update 15-apr-26: further information was provided that clarifies the original description. It was reported that during a rotator cuff repair surgery, the eyelet was pulled out from the implant when the sutures were cut. It is believed that the anchor body broke and afterwards the eyelet was pulled out from the implant. The anchor body remains in the patient with sutures tightened. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.